Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 80 years patient with visually significant cataract was implanted with company lens following the intraocular lens (iol) implant procedure, the patient ended up with a myopic surprise about -2.25. The patient was allergic to antibiotics. On (B)(6) 2025 the surgeon suggested antibiotic, nsaids and steroid drops to patient as treatment. The patient used the drops daily these made her eyes burn. The surgeon told to stop the drops. She was seeing many flashes in her vision. The vision was blurry. In slit lamp examination observed some scarring. She had vitreous detachment. The patient notices colors were more vibrant. The distances va was not improved but close was better. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the right eye.